Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive to touch and could not be unlocked, and subsequent images showed the touchscreen cracked and lifting at a corner; the user stopped pump use and switched to manual injections, and the device was not synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component, consistent with physical damage leading to loss of touch responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.